Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device keypad is not operational. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The information in initial MDR (B)(4) was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device keypad is not operational. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.